Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to replace multiple parts which are monoclonal antibodies(moab), rear card, retractor band and finally latch sensor. A field service engineer truobleshooted and found 5.1 drawer failed. So, replaced the parts to resolve. The system functioned as intended. A specialist 2, complaint investigator stated that the parts was returned to the designated complaint handling unit for part investigation.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure and device not on bus. The customer reported that the user was able to remove the medication but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.